Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 0.1mg/ml at 0.03248mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. A motor stall was seen on initial interrogation. The date of the stall was (B)(6) 2016. The patient did not recently have an MRI. It was unknown if the drug was related to the stall. No patient symptoms reported. On (B)(6) 2016 additional information reported that the pump was replaced a week ago friday (B)(6) 2016 due to a motor stall. For subsequent events see manufacturer report # 3004209178-2016-04659. What symptoms if any did the patient experience related to the motor stall, actions/interventions taken related to the motor stall, the cause of the motor stall, and if the motor stall had been resolved not reported. Further follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that he pump had alarmed / went into critical alarm. The patient was told that the pump would last eight years and it didn¿t last that long. The date of the event was described as being (B)(6) 2016. It was indicated that it puzzled everyone. It was alarming at 5 am and he went to the office and had it checked at 8 am. It was noted that they had shut it down to a minimum flow until the pump was replaced on (B)(6) 2016. No further patient complications have been reported as a result of this event.